Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: single center experience with durable continuous flow single ventricle assist device: a viable option in fontan circulatory failure. Asaio journal. 2023; 69;956¿961. Doi: 10.1097/mat.0000000000001986 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ventricular assist device (vad) therapy in fontan circulatory failure patients. The authors described one patient with an atriopulmonary fontan who underwent a reposition of their vad from atrial cannulation with placement of the vad in the left ventricular (lv) apex with mitral valve excision and myectomy. While on vad support, the patient experienced a pylethrombosis and a hemorrhagic stroke. The patient subsequently died due to multiorgan failure. The status of the vad is unknown. No additional adverse patient effects were reported.